Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-10159. It was reported the patient wanted better coverage on the right leg and was experiencing ineffective stimulation. The patient underwent surgical intervention on (B)(6) 2018, where the physician decided to implant another lead, the patient is now receiving effective therapy.